Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Since the lot number is unknown, no batch review will be performed

Manufacturer narrative:
(B)(4). A sample evaluation was performed. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. A uv spike outside diameter measurement was performed with the following reading: .212 (specification limits 0.212 - 0.218 in.). The reported condition was not confirmed and the root cause was undetermined.

Event description:
A doctor reported to baxter an issue of a damaged transfer set that was found during use. The doctor reported that the disconnect kit came off the spike of the transfer set during use. There was no patient injury or medical intervention was reported. There was patient involvement.